Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found a cracked tank cover, elbow fitting, and line cord strain relief, and outdated pcb, power switch, and front cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was then filled with water and powered on. The reported customer complaint was unable to be confirmed during testing; device warmed up as intended contrary to the customer complaint. The device warmed up as intended contrary to the customer complaint.

Event description:
Information was received that device is not warming. No patient adverse effects reported.